Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) argentina alleging that her onetouch ultra2 meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began on (B)(6) 2015 at approximately 9am in the morning when she attempted to test her blood glucose using the subject device. The patient manages her diabetes using insulin and self-adjusts the dose, and reported undertaking exercise over the last 4 months. The patient denied experiencing any symptoms, but reportedly visited her doctor's office and received hcp treatment of 35 units of insulin on (B)(6) 2015 at approximately 9:30 in response to the reported issue. The patient stated that her blood glucose had been measured using a doctor's clinic meter however the result was not provided. At the time of troubleshooting, the csr determined that it was the first time the product was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for signs / symptoms suggestive of severe hyperglycemia after the alleged meter issue began.